Event description:
It was reported that the device was used during a low anterior resection, the device had an incomplete staple line. Hand suture to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.